Event description:
It was reported that patient presented to clinic for follow-up. It was found that episodes of svt were not properly recognized. The patient received inappropriate atp therapy. The device was reprogrammed.

Manufacturer narrative:
.